Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and the right ventricular lead exhibited oversensing. The leads were capped and replaced. No patient symptoms or additional information was reported.